Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No. Action taken when event occurred? Suture replacement. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Investigation summary: it was reported that the device had performance pull off. Suture needle. It was received for analysis an unopened sample of product code epm8737, lot mme293. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, also, the tip and body of the needle was examined under magnification and no defects, damages or bending needle were found. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that a patient underwent a CABG procedure in (B)(6) 2019 and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.